Event description:
On (B)(6), we had an incident involving our 2/3mm trocar (23nbs). During the procedure, our physician introduced the trocar into the patient and then removed the bladeless tip. When the surgeon was putting the scope into the trocar sheath he saw a circular image fall out the tip of the trocar and into the patient's abdomen. He then had to place another trocar into the patient in order to remove the object that had fallen from through the trocar.